Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1451324) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2014 she began experiencing symptoms described as "fatigue, thirst, and blurry vision". Customer further reported that on (B)(6) 2014, she tested on her adc blood glucose meter and received a reading of 120 mg/dl. Customer self-treated with unspecified blood pressure medication and was taken to a local hospital where a reading of 250 mg/dl was obtained on the hospital meter. Customer was diagnosed with "severe high blood pressure" and hyperglycemia and was treated with an insulin injection. There was no report of death or permanent injury associated with this event.